Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an occlusion on the middle cerebral artery (mca), the 132cm large bore catheter 71 (lbc) (ic71132ug / 30526655) got stuck in a ballast 088 long sheath (balt) after aspirating and it was difficult to dislodge. Additional information received indicated that there was no damage noted on the ballast long sheath. The procedure was completed on the first pass with a thrombolysis in cerebral infarction (tici) score of 3. The resistance was just noticed when the catheter was being pulled out. The reported issue resulted in a small delay, but the duration and whether it was clinically significant or not was not reported. There was no report of patient injury. On 06-dec-2021, additional information was received. The information indicated that the vessel was not excessively tortuous or with acute bends. The information also indicated that the procedure was an adapt (direct aspiration first pass technique), however, the device was not snaked. The catheter used is reported as ¿possibly a 3max¿ ¿ 3max reperfusion catheter (penumbra). The complaint product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 132cm large bore catheter 71 (lbc) was received contained in a pouch. Visual inspection was performed. The catheter body was observed severely kinked and with a compressed section. No other damages nor anomalies were observed during the visual inspection. The returned device also had residues of dried blood on it. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the device were measured and found to be within specifications. Hub ID 0.0715 inch; specification: 0.071 inch minimum. Distal ID .0715 inch; specification: 0.071 inch minimum. Actual microcatheter od 0.0831 inch; specification: maximum 0.0837 inch - minimum 0.081 inch. Functional test could not be performed due to the condition of the returned device. A review of manufacturing documentation associated with this lot (30526655) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the thrombectomy procedure that was targeting an occlusion on the mca, the 132cm large bore catheter 71 (lbc) got stuck in the ballast 088 long sheath after aspirating and it was difficult to dislodge. Visual inspection performed noted that the catheter body was severely kinked and there was an area where the catheter was compressed. Due to the condition of the returned device, functional test could not be performed. The damaged condition noted on the returned device may be the result of the difficulties experienced by the end user during the procedure. Based on the observed findings, the reported issue was confirmed. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: do not use a device that has been damaged in any way; replace it with another large bore catheter. A damaged device may cause complications. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion on the middle cerebral artery (mca), the 132cm large bore catheter 71 (lbc) (ic71132ug / 30526655) got stuck in a ballast 088 long sheath (balt) after aspirating and it was difficult to dislodge. Additional information received indicated that there was no damage noted on the ballast long sheath. The procedure was completed on the first pass with a thrombolysis in cerebral infarction (tici) score of 3. The resistance was just noticed when the catheter was being pulled out. The reported issue resulted in a small delay, but the duration and whether it was clinically significant or not was not reported. There was no report of patient injury. On 06-dec-2021, additional information was received. The information indicated that the vessel was not excessively tortuous or with acute bends. The information also indicated that the procedure was an adapt (direct aspiration first pass technique), however, the device was not snaked. The catheter used is reported as ¿possibly a 3max¿ ¿ 3max reperfusion catheter (penumbra).

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter email address is not available. The product was received by cerenovus product analysis lab on 10-dec-2021. The returned product is pending evaluation; when the product investigation has been completed, a supplemental 3500a report will be submitted. A review of manufacturing documentation associated with this lot (30526655) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.